Event description:
Medtronic received info that the external motor was not working after de-airing the circuit and moving the bioconsole to the cath lab for use in an ECMO procedure. It was reported that the external motor unit was unplugged and then plugged back in while the console was still on, and it still didn't work. Hank-crank was required. The power was cycled on the bioconsole and was then able to get the motor working. With further conversations between medtronic and the customer, the customer felt certain that during the rush to set up the bioconsole, after priming, the knob probably was not completely shut down to 0, and completely clicked off, before the power button was pushed off. The pt was on ECMO for several hours but then passed away from unrelated causes. The staff was certain the incident was not related to the death.

Manufacturer narrative:
(B)(4): eval method: other -device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the bioconsole was analyzed in the field. Testing was performed, and no problems were found. The unit tested to spec. Conclusion: bioconsole 560 operator and reference manual chapter 3 "turning on bioconsole" step 3 (B)(4) describes the procedure to be followed when turning the machine on. It was concluded that the user likely did not turn the knob completely down to "0" before the power was turned off; therefore, this incident was deemed caused by operational context.